Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. A request was made for technical services to review the data in the remote monitoring system. Analysis of the data confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption. Technical services recommended device replacement for within 90 days. If additional time was needed for the replacement, a new review could be performed prior to the end of the replacement window. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. A request was made for technical services to review the data in the remote monitoring system. Analysis of the data confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption. Technical services recommended device replacement for within 90 days. If additional time was needed for the replacement, a new review could be performed prior to the end of the replacement window. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. A request was made for technical services to review the data in the remote monitoring system. Analysis of the data confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption. Technical services recommended device replacement for within 90 days. If additional time was needed for the replacement, a new review could be performed prior to the end of the replacement window. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.